Event description:
Iol got stuck in tip. Patient impact: no impact. Event occurred in china, and there was no impact to patient; however, the hospital has reported it as adverse event to china authority.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like products reporting. This report includes corrected information and additional information not available/included in the initial report, in the following sections: d10 - device available? - corrected to yes and added the returned date. G3 - reporting source - indicated company representative. G7 - type of report - noted as follow-up #1. H2 - noted this report contains "corrected information" and "additional information". H3 - device evaluated by manufacturer? - correct to yes. H6 - manufacturer's codes - added codes for: method; results; and conclusion. The device was returned to the manufacturer, and the product investigation was conducted. The results are noted below: the lens was found inside the nozzle. The leading haptic was detached from the optic and not returned. Trace of lubricant was found inside the injector tip. The dye test result showed the injector tip was properly coated. And we re-installed new lens inside the received tip and released, but we could release the lens without any problems. Review of the production record showed there was not any nonconformities and/or deviation from the specifications. (Serial no.: (B)(6); model: py-60ad) from returned product, it was not possible to determine exact root cause of iol clogging. Risk analysis conducted on the product line and failure codes is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Manufacturer's codes for: method, results, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for method, results, and conclusion.

Event description:
Iol got stuck in tip. Patient impact: no impact. Event occurred in (B)(6), and there was no impact to patient; however, the hospital has reported it as adverse event to (B)(6)authority.